Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced with a 61-70cm prb. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of recurring incontinence was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced with a 61-70cm prb. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.